Manufacturer narrative:
H10: the device was being used during treatment when the system exited the case suddenly during free collection. The log files were returned for evaluation. The DHR was reviewed for software version (rc-5206) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software crashed due to poorly collected data and inability of the software to handle it and create a bone model. The root cause of the issue was due to a software failure and this issue is being investigated by the software engineering team.

Event description:
It was reported that during mapping of the tibia in a tkr demonstration, all of the yellow bone mesh/model disappeared leaving only the green capture points on screen. This occurred after it processed/rendered, changing the status of the button in the bottom right hand corner of the screen to continue and thus allowing to proceed to the next screen. After pressing the button, an error message appeared which moved back to the "begin operation" screen. This didn't occur the second time around, immediately beginning the operation again; no reboot.